Event description:
On (b)(6) 2026, a GE HealthCare Field Engineer (FE) performing service activities on a Discovery XR656 fixed radiographic X-ray system located at (b)(6) Hospital - (b)(6) Saudi Arabia, reported an injury that occurred during the replacement of the overhead tube suspension (OTS) angulation brake. During the procedure, the X-ray tube assembly unexpectedly moved downward, entrapping the FE¿s hand and resulted in a 3 cm laceration. The injury required medical treatment, including the placement of four sutures.

Manufacturer narrative:
GE HealthCare¿s investigation into the reported event has been initiated and is ongoing. A follow-up report will be submitted when the investigation has been completed.Legal Manufacturer: GE HANGWEI MEDICAL SYSTEMS CO., LTD. West Area of Building No.3, No.1 Yongchang North Road, Beijing Economic and Technological Development Area, Beijing, CHINA 100176.